Event description:
It was reported that the programmer's screen was not lighting up upon power-up, and that it is very difficult to read. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's screen was not lighting up upon power-up, and that it is very difficult to read. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis did confirm the customer comment that the programmer's screen was not lighting up upon power up, though the low-voltage differential signal printed circuit board was okay and therefore the display was replaced. Analysis also found that the lower display hinges were loose and they were replaced. (B)(4).